Event description:
It was reported that multiple malfunction alarms occurred intermittently. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value ranged from 180-280 mg/dl.